Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device was working okay before a complete shoulder replacement (not related to device/therapy). They added that they've been out of the hospital for a week and the ins still hasn't returned to normal. No actions were taken prior to calling. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 0.6v on program 3. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 0.7v where they started to feel stimulation. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Therapy expectations (50% reduction in symptoms) was also reviewed. As a result of what was reported, the patient will monitor their symptoms now that a change was made and follow up with the hcp if the issue is not resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what additional actions/interventions (aside from increasing stimulation on (B)(6) 2019) were taken to resolve the not working issue and if the issue had been resolved, the patient replied they had surgery on their right shoulder (not related to the device/therapy) and that the sedation they had given the patient must have slowed everything down. The patient continued they had to change the pull ups 3 to 4 times a day when they got home. The patient reported they had to increase from 6 to 7 and noted that helped out a lot. The patient stated a week later they had to decrease it back to 6. The patient reported that it was ¿working okay now.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they increased the stimulation and it seemed to help for a day or two and then it started again after a day or two. The patient was unable to use the controller as they cannot use their arm due to unrelated shoulder surgery. The patient was having a bit of breakthrough urine and they wore a pull-up to their surgery and after that surgery they seem to have a lot of fluid and they didn't know when it was coming. They stayed wet almost all the time and they gave it a while and that is when they called in july. The patient is still having issues and they are still having to change the pull-ups often. The patient was unable to make any adjustments as they cannot use their arm due to the unrelated shoulder surgery. The patient will call back when they are able to use the controller.